Manufacturer narrative:
Updates: event date, describe event or problem, relevant tests/lab data, other relevant history. (B)(4).

Event description:
It was further reported that about a week prior, the patient started having excruciating pain in their foot and leg when walking and resting pain. An ultrasound revealed poor flow below the knee. The patient was referred to cath lab for arteriogram and possible thrombolysis, possible angioplasty and stenting. It is felt the patient had grown a clot due to protein c and s deficiency. Access was obtained via the right common femoral artery under ultrasound guidance. Dye was used to confirm intraluminal access of the foot and flow into the posterior tibial right at the ankle itself and collaterals going into the foot. Previously it was reported that the procedure was completed with a new angiojet catheter. Now it is reported the procedure was completed with multiple non-bsc devices to open up whenever collateral had clotted and hopefully get the patient out of rest pain, as it was felt the patient had very chronic disease.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
User/voluntary medwatch (B)(4). It was reported an error occurred during the procedure. A spiroflex angiojet thrombectomy set was being used in a thrombectomy treatment procedure within an unknown vessel. The catheter was advanced into the vessel and an error occurred stating the saline flush was not running. The catheter was removed and re-prepped, but same error occurred. The procedure was completed with a new angiojet catheter. It was reported there was no harm to the patient.